Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a transtelephonic monitoring interrogation there was no magnet response from the pacemaker. It was noted that three months earlier the magnet rate read at 100 bpm, which is beginning of life (bol). The patient was brought into the clinic and they were unable to complete a successful interrogation of the pacemaker. The device's battery was believed to have reached end of life (eol). A revision procedure would be scheduled. At this time the pacemaker remains in service and no adverse patient effects were reported.